Event description:
Retrospective and prospective chart review and analysis of endoscopic treatment by biliary stents. It was reported that 5 days post an rx wallstent permalume 10mm x 40mm stent placement in the distal common bile duct (cbd), the patient experienced abdominal pain and tissue overgrowth of the stent was noted. The physician attributed the patient's pain to the stent. The stent was removed utilizing an unspecified snare and extraction balloon. The patient's condition resolved with removal of the stent.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation, therefore, a failure analysis of the complaint device could not be completed.